Event description:
A user facility reported the intraocular lens (iol) "didn't fold right". Patient impact remains unknown. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Both haptics were bent in the gusset and distal region with the distal portion of one haptic torn/split/cracked on a post of the lens case and the distal tips of both haptics adhered to the anterior optic surface. The anterior and posterior optic surface was scratched in several areas inside the central optic zone and in the outer peripheral. Lens folded and unfolded with no abnormalities observed. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/19/2009 and 11/11/2009 by mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).